Event description:
On 02/22/2000, the MFR received a medwatch report (uf# 36233-2000, see attached) from the facility that states the following: pt scheduled for surgery for malfunctioning device. Upon removal, the catheter was found to be severed about 4 cm from the catheter to the device body. Radiographic retrieval required to remove broken catheter. On 02/22/2000, the MFR's rep attempted to contact the facility's risk manager for info regarding the return of the device for analysis. The facility's clerical support person stated that the risk manager was not in; however, she would request the risk manager to contact the MFR regarding the return of the device for analysis. No further details were provided at this time. Medwatch report did not state catalog# of the device in question. Investigation of the lot# 14677 provided revealed the catalog# to be lps5513. On 02/23/2000, the facility's clerical support, for risk mgmt informed the MFR's product complaint's mgr that per the facility's risk mgr, the device in question will not be returned to the MFR for analysis, it will be held at the facility. The MFR's product complaints mgr informed the facility's rep that preliminary investigation revealed that the catalog# (not provided in uf medwatch report) for the device in question was lps5513. This was established by traceability of the lot# 14677 (not sn as stated on the uf report). Since the device will not be returned for analysis, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. Additionally, it was stated that the risk manager would be notified of the MFR's findings. No further details were provided.